Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited high pacing out-of-range impedance measurement which was indicated by the lead safety switch (lss) triggering upon interrogation. The field representative tested both the unipolar and bipolar however, no sensing was noted. Subsequently, the rv lead was electrically abandoned by programming the device to aai. The physician will continue to monitor the patient. No further information was available. No adverse patient effects were reported.